Event description:
It was reported that during an attempted implant, high shock impedance was observed. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported high hv lead impedance anomaly was confirmed in the laboratory and was due to an anomalous rv connector block.